Event description:
Report received from USA, stating that the device has no power and will not run. It is known that this event did not occur during surgery. It is known that there was no pt or user injury or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).